Event description:
The tenaculum forceps instrument was returned without a specific reason or initial complaint. No patient harm, adverse outcome or injury was reported. Based on visual inspection, the pitch cable appeared to be broken at the distal clevis hub.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was missing. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.